Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient fell on the ice. Lead dislodgement suspected and the lead was replaced. The next day, high dfts were noted. The device was explanted and replaced.